Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not receive therapy for a ventricular fibrillation episode. It was noted that the programming parameters were not ideal for the patient. The ventricular fibrillation episode was eventually resolved with a third shock. Programming changes were made. The patient was in stable condition.